Event description:
It was reported that multiple of the same malfunction alarms occurred. The customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.